Event description:
This report is combining two (2) similar events that occurred on the same day. Both involved failure of ethicon suture needles being used in the or by two different surgeons on two different patients as described below:1) the broken needle in the tongue was a sh needle on a 2-0 chromic. Fluoroscopy found it and it was removed.2) the broken needle on the liver was a sh needle on a 3-0 vicryl. Still left in as a temporary retained foreign body.health professional's impression: needle integrity gave way during suturing, structural defect.